Manufacturer narrative:
Pr#:(B)(4). Conclusion: reported as issue could no be cleared by operator. Due to the age of the device, 7 years, the device will not be replaced. Customer has been advised to remove device from service.

Event description:
It has been reported that the AED did not pass self diagnostic check.